Manufacturer narrative:
Device not returned.

Event description:
It was reported that the customer experienced a high blood glucose (bg) level of 560 mg/dl. The cause of the high bg was unknown. A manual insulin injection was administered to address bg level. Recommendation was made to discuss diabetes management with a health care professional.